Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the pump¿s black box history showed evidence of short battery life illustrated with a drastic voltage drop leading to a cs 0177 low battery warning and a cs 128 replace battery alarm on (B)(6) 2014. The returned battery and cartridge caps were used to complete all testing. The pump¿s electrical current draws were found to be above the required specifications. The pump case was removed and no intermittent condition was found to the power circuit. All electrical current draws returned to nominal specifications after unplugging the continuous glucose monitor (cgm) connector from the printed circuit board. No intermittent condition was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.